Manufacturer narrative:
The device was returned for analysis. The reported ¿the suture stayed inside of the device when the plunger was pulled removed¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery using the preclose technique prior to an unspecified procedure. Reportedly, when the plunger was pulled removed, the suture stayed inside of the device. An additional proglide device was used for successful suture placement using the preclose technique. The procedure was completed and hemostasis was achieved using the pre-placed sutures from the additional proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.